Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that there was excess glue on the tip of the probe during surgery.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: it was notice a bubble on the tip of serfas energy suction probe the failure(s) identified in the investigation is consistent with the complaint record. Although, there was no physical evidence of the alleged claim, based on the picture provided by the customer a possibility of the excess glue on top of the ceramic potentially breaking off during use. Additionally, the account confirmed nothing left inside the patient the probable root cause/s could be the cleaning/wiping off the excess glue after applying was not performed during assembly. An excess force applied to the probe will contribute to the excess glue detachment. (B)(4).

Event description:
It was reported that there was excess glue on the tip of the probe during surgery.